Manufacturer narrative:
Visual examination of the returned product identified sign of use and fracture. Device was submitted for further analysis. Analysis determined fracture is related to overload fracture. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and is under evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left total knee arthroplasty, the pad of the impacting instrument cracked. There was no surgical delay or patient impact as a result of the malfunction. Due diligence is complete as multiple attempts have been made; all relevant information has been reported.